Event description:
The manufacturer received information alleging a ventilator inoperative condition and a high temperature alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's blower motor and system board were replaced to address the issues.